Event description:
Journal article reported the pt was diagnosed with parkinsons in 1992. The pt was scheduled for surgery in 2005. After a couple of delays due to a heart attack and back problems, the pt finally underwent surgery around the end of 2005. Shortly after the surgery, the pt suffered a stroke, a possible side effect of the surgery. The pt survived the stroke and now feels the benefits of the therapy. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received. Refer to medwatch report # 6000153200702391.

Manufacturer narrative:
.